Event description:
It was reported the during the unknown procedure the green spike was bent and would not fit into the anvil. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date of event: event month is unknown. Medical device: batch # 802a86. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and the anvil and ancillary trocar were not received. Only casing half washer was present, cut and there was no staples present. In addition, b-formed staples were inside on the pockets. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved a complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if ancillary trocar is not properly seated in the anvil, the ancillary trocar could detach from the anvil during manipulation. Attaching the ancillary trocar to the anvil: the ancillary trocar is shipped in the staple retaining cap of the echelon circular powered stapler. To remove the ancillary trocar from the staple retaining cap, grasp the finger notches and pull straight out, parallel to the retainer body. Place the blunt end of the ancillary trocar into the anvil shaft. Rotate the ancillary trocar with respect to the anvil shaft at approximately 45 degrees to ensure secure attachment. Detaching the ancillary trocar from the anvil: using the finger notches, rotate the ancillary trocar approximately 45 degrees in the anvil shaft and pull the ancillary trocar out of the anvil shaft. Discard the ancillary trocar in a sharps disposal. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch/lot number, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.